Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a test step during testing. The device was not in patient use. The ventilator was evaluated by a third-party service center and the customer¿s complaint was confirmed. The device's power management board and sensor board were replaced to address the issue. The device's ac connector, oxygen blending module board, flow sensor, porting block universal, active exhalation control, porting block and system board were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a test step during testing. The device was not in patient use. The ventilator was evaluated by a third-party service center and the customer¿s complaint was confirmed. The device's power management board and sensor board were replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : not returned to the manufacturer.